Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(6) site, per variance 5.

Event description:
It was reported via email, customer's mother had reported the insulin pump was alarming button error. No other details were given in regards to the even as customer's mother left information with answering service. Customer's blood glucose wasn't provided. An attempt was made to reach customer in regards to event and a voice mail was left to call back for troubleshooting assistance. The device is not returning for analysis.